Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left circumflex coronary artery with mild calcification. The 2.5x12mm trek balloon dilatation catheter (bdc) was prepped per instructions for use. The bdc was advanced and resistance was noted with a non-abbott hemostasis valve. The balloon was attempted to be inflated to 12 atmospheres twice; however, the balloon did not hold pressure. The device was removed and the catheter was noted to be kinked and the balloon had a puncture. Another abbott bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
A visual inspection and functional analysis were performed on the returned device. The reported kink was confirmed. The material rupture was not confirmed. The balloon inflated and held pressure with no anomalies noted. The resistance during advancement was not tested as it was a result of procedural circumstances. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, resistance was noted during advancement due to interaction with the non-abbott hemostasis valve. Additionally, it was reported that the catheter was noted to have kinked while attempting to advance against resistance. It is likely that the kink in the catheter contributed to the failure to inflate as there was no leak or rupture observed on the returned unit. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.